Manufacturer narrative:
Batch review performed on 13 november 2018: lot 135425: (B)(4) stems manufactured and released on 13 february 2014. Expiration date: 2018-12-31. No anomalies found related to the problem. To date, all stems of the lot have been already sold with 1 similar reported issue.

Event description:
About 3 years and 9 month after primary the surgeon revised the patient for a femur bone fracture. The fracture occurred while the patient was dancing. Stem, liner and head swap. The surgery was completed successfully.